Event description:
The patient performed two control solution tests using their control solution 1 and both results were out of range. The results for control 1 were 85 and 82. The pre-calibrated range for control solution 1 was 95-143. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
The patient was sent new supplies and control solution testing was in range. The supplies were not returned for investigation as the patient advised that they disposed of them and was unable to return them.